Event description:
It was reported that a patient experienced high blood glucose while ill, disconnected from the ilet, and self-administered a lispro injection before reconnecting to the ilet; the highest reported blood glucose was 280 mg/dl, and there were no alerts above 300 mg/dl for over 90 minutes. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management without professional medical intervention or assistance from others, and resolution after injection and reconnection. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction reported and a clinical course consistent with illness-related hyperglycemia and user-initiated temporary disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.